Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #3l; cat# 5517f301 ; lot# ceh6j tritanium patella-asymmetric; cat# 5552-l-299 ; lot# dn35 tritanium bplate triathlon s3; cat# 5536b300 ; lot# ctd14134 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Left knee I&d with triathlon tibial insert exchange due to infection.